Manufacturer narrative:
Event date: (B)(6). Date of report: 13jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and charged the battery. The battery fell below 14 volts dc after 18 minutes run in. The fse replaced the battery and the issue was resolved.

Event description:
It was reported that the unit failed battery testing during preventative maintenance. There was no patient involvement.